Manufacturer narrative:
Device evaluation: one smiths medical medfusion was returned for analysis. Event log history was performed and showed that the customer programmed the pump to run 18ml/hr and ran the pump for almost 5 minutes then stopped the pump manually. There was not a stop time or certain volume delivered into that specific programmed event, bolus was not part of the programmed event and there were no alarms in the history pertaining to customer stated problem. The customer's stated problem could not be verified after flow and occlusion tests. The pumps size position and force were in factory specifications. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
It was reported that the device "changed rates" without being programmed to do so. The reporter stated the device delivered a "large bolus" during use. No patient involvement (human use device placed in veterinary use).